Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.0/0.5/111 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to excessive vault in a second surgery on (B)(6) 2023. A shorter length lens was implanted in a third surgery on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Claim #: (B)(4).